Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator's touchscreen stopped working. There was no patient involvement when the issue occurred. No patient or user harm reported. The bme reported that a replacement touchscreen was received. It was reported that the display assembly was disassembled and removed from the ventilator. The bme then performed the replacement of the touchscreen and reassembled the device. A full performance verification test (pvt) was performed.